Event description:
Procedure type: laparoscopic rectal resection. According to the reporter: the circular stapler provided sewing of the anastomosis only on about a half of its circumference. The anastomosis was not complete. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The procedure was converted from an endoscopic procedure to an open and another stapler was used.

Manufacturer narrative:
(B)(4).